Event description:
"During use, one isolation plug leaked blood, and four blood return stents could not be removed. Physical devices with leaking isolation plugs cannot be returned; one physical device with a blood return stent that could not be removed may be returned. Photographic evidence is available for all cases. A green claim form is required, along with a complaint response letter and a complaint receipt letter."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.